Event description:
Boston scientific received information that this right ventricular lead had apparently dislodged. The patient fell and had broken their neck. The physician suspected a lead micro dislodgement. During revision, no movement was produced upon helix retraction. A new lead was attempted however the guide wire would not advance due to patient anatomy. Pacing impedance measurement rose to 1400 ohms and had stabilized to 1200 ohms. Considering the patients age, the physician opted to monitor the patient for now. The lead remains in service. No adverse patient effects were reported. Should any further information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.